Event description:
It was reported that a physician was unable to interrogate the patient's device during a routine office visit. Normal troubleshooting steps were taken and did not resolve the issue. X-rays were taken and it appeared that the connector pin of the lead was not fully inserted in the generator. The generator was replaced and acceptable diagnostic results were obtained.

Manufacturer narrative:
Manufacturer review of x-rays of implanted device. X-rays reviewed by manufacturer, lead pin not fully inserted past the connector block of the generator.